Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse impact to customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.